Manufacturer narrative:
A getinge field service engineer (fse) was contacted to troubleshoot the issue. Upon investigation, the fse confirmed that the device alarmed due to the reported fault. After the batteries were fully charged, the fault was resolved, and it was suspected that the lithium battery had been discharged for an extended period. The fse reported that no parts were replaced, and the unit was returned to the customer in good working condition. Based on the device evaluation, the failure mode was not confirmed as there were no non-conformances identified. Therefore, the root cause is ¿not confirmed¿.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) lithium battery was found to be damaged when the instrument was charging. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.